Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a foley catheter. The customer reported that when the nursing team tried to remove the device after two days of use, it was not possible to deflate the balloon. The pt was put under anesthesia, and the balloon was pierced via a suprapubic puncture to allow the removal of the device.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion, the results will be forwarded.